Manufacturer narrative:
(H3,h6): manufacturing representative went to site to test the system. Verified rotor coming to hard stop during 360 spin prior to completion. Visual inspection of gantry found 3 cable chain magnets stuck in track. Removed magnets and verified rotor operation. Full rotation performed multiple times. System checkout performed. B01,c07,d02,g04028 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that during surgery, the site attempted a 3d spin, but received an error message stating that the 3d spin might have been terminated early. Site took another 3d spin, same error occurred. However, both scans were able to be pushed to the stealth and was able to be use for navigation. There was no reported delay and no reported impact to patient outcome.